Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor. Patient reported difficulty with insertion. After insertion, sensor wire remained attached to applicator. No medical intervention was required.